Event description:
It was reported that the ilet experienced dexcom g7 bluetooth connectivity issues resulting in signal loss to the ilet, which led to dosing being suspended and on-screen indications of sensor failed, sensor expired, and sensor reconnecting; the customer confirmed the g7 app displayed glucose values while the ilet did not, and the issue was addressed through education to keep the ilet near the cgm during pairing, toggling g6/g7, re-entering the pairing code, restarting the ilet, and allowing time for reconnection. Symptoms included none. Outcomes included transient hyperglycemia with a reported highest glucose of 240 mg/dl and manual entry of glucose to continue therapy, followed by reconnection and declining glucose to 201 mg/dl. Investigation included remote troubleshooting and education regarding correct pairing workflow and device proximity. Investigation of this case revealed a communication failure between the g7 sensor and the ilet due to pairing not being completed with the ilet and device separation during pairing, with no persistent device malfunction once proper pairing steps and proximity were maintained. It was concluded, based on previously established findings for similar reports, that the cause was user setup and pairing conditions leading to temporary signal loss and suspended dosing.